Event description:
As reported by the user facility: (B)(4), lot # 2b10258237, date of occurrence: (B)(6) 2012. Needle stick to palm of clinician's hand. (Anesthesiologist).

Manufacturer narrative:
Exemption number (B)(4). (B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and b. (B)(4) (the importer). This report has been identified as b. Braun (B)(4) internal report # (B)(4). The actual device involved in the reported incident was discarded at the facility and was not available for evaluation. Without the actual sample, a thorough investigation could not be performed. All available info was forwarded to the actual manufacturer for further evaluation. They conducted a batch review and no abnormalities in the manufacture of the product were noted. While no specific conclusions can be drawn, following cdc guidelines and/or facility protocols, sharps should always be immediately disposed into an appropriate sharps container. If additional pertinent info becomes available, a follow up report will be submitted.